Event description:
It was reported that the sterile water leaked out during a pre-test to place the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine leaked out during a pre-test to place the foley catheter. Per additional information received on 12jun2024, it was reported that the bag was damaged, and urine was leaked. During retention, the catheter was inserted in the operating room and the patient was being managed in the ICU when urine leakage occurred and the lot# affected was lot#myhz1562.